Event description:
Report received from USA stating that the device would not secure the cutter. It is known that the event did not occur during surgery. However, it is unknown if there was any injury or medical intervention related to this occurrence. No additional information was available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).